Event description:
The physician was using an integrity rapid exchange (rx) coronary stent for treatment of a lesion in the lad. The vessel was very calcified and tortuous. A stent was placed proximally and then the physician attempted to place the integrity stent distally. It was not possible to advance the integrity device through the proximal stent and the integrity stent came off the balloon delivery system during withdrawal. Attempts made to crush the dislodged stent were unsuccessful and it remained in the lad. The distal vessel was treated with balloon angioplasty. The patient returned 48 hours later and the dislodged stent was successfully crushed against the wall of the artery/previously placed stent. The patient was discharged from hospital without any further issues reported. There were no abnormalities noted during prep/inspection prior to use. The lesion was pre-dilated with multiple balloons. Evaluation summary: the distal tip was damaged. The stent was not present on the balloon of the returned device. Crimp impressions were evident along the working length of the balloon.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent dislodgement); patient's condition affected effectiveness of device (very calcified <(>&<)> tortuosity); related to operational context (delivery of the stent through a newly deployed stent). Conclusion results: device failure/lack of effectiveness related to patient condition (very calcified <(>&<)> tortuosity); operational context contributed to event (delivery of the stent through a newly deployed stent).